Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) to review some stored episodes from this insertable cardiac monitor (icm) device. Specifically, the hcp indicated the episode subcutaneous electrograms (s-ecgs) look like there is a loss of icm device electrical contact. Ts reviewed the episodes and agreed it looks like there is loss of contact. Ts noted the presenting s-ECG just after device implant looked appropriate. The icm device was implanted eight days previous. The hcp indicated they will be seeing the patient in the clinic soon to verify if the device is moving or if there is loss of contact. The patient was brought into the clinic the following day, the icm device was attempted to be interrogated but it was discovered the patient no longer had the device implanted. The patient indicated the device fell out of the pocket and they threw the device away mistakenly. It was noted that the physician determined this patient needs a pacemaker system so the icm device will not be replaced, and a pacemaker system will be scheduled for implant the following week. No additional adverse patient effects were reported.